Manufacturer narrative:
E2 (health professional) = no, and e3 (occupation) = non-health professional: a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The camera cable was disconnected, indicating that the internal charge-coupled device (ccd) had failed. Therefore, it was likely that normal communication was not possible and image distortion was occurring. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a distorted image. There was no patient involvement.